Event description:
It was reported that a pericardial effusion and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A pigtail wire and sheath were positioned in the laa, and an initial angiogram was taken, and nothing of concern was noted. A double curve watchman truseal access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. Upon initial deployment of the closure device, contrast was injected, and fluoroscopy showed a pericardial effusion and cardiac perforation. The closure device was placed to help slow the bleeding, and the pericardiocentesis was performed to drain the pericardial effusion. Upon slowing of the bleeding, the patient was extubated and moved to the critical care unit (ccu). A sternotomy was performed on the patient, and the patient remained hospitalized.